Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was repositioned and both leads were explanted, and new leads were implanted. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32521. Related manufacturer reference number: 3006705815-2020-31984. It was reported the patient¿s ipg had flipped in the pocket causing the leads to fracture. Surgical intervention may take place at later date to address the issue.